Event description:
It was reported that the atrial lead had a polarity switch, the unipolar impedance was higher than the bipolar impedance, there was an increase in short mode switches and there were varying thresholds. It was also reported that there was an atrial lead warning. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.